Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) urinary/bowel dysfunction and urge incontinence. It was reported that they hate the new implant that was put in them. Patient stated that the implant was way too big and the scar was horrible. Agent asked the patient if they have felt any relief in their symptoms since they were implanted and patient said that this thing was hurting and they can't take no pain. Patient then said that their symptoms were the same or maybe worse than before the implant and that they think the incision was infected and all swollen underneath on the site and it looks terrible. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient has a follow up appointment with hcp tomorrow. Manufacturing representative (rep) will be informed by email. On 2024-oct-22, additional information was received from the patient. Patient reported today that they were still having pain around their incision area since implant. The patient was redirected to their hcp to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.